Event description:
Reporter states, "dr attempted to implant the insert. The locking mechanism wouldn't engage." There was no adverse consequence to the pt due to this event.

Manufacturer narrative:
The evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.